Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms /ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.